Event description:
It was reported that the patient with this spectra concealable penile prosthesis (spp) experienced erosion on right distal corporal body. As a result, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR and ship history review cannot be performed as the lot number is not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, adverse event related to patient condition was chosen, which means the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.